Event description:
It was reported by the customer that while attempting to prime the pca tubing using the prime function, the fluid is not visible in the tube, and it dropped on to the floor. There was no apparent fluid in the line - so we had to switch out lines and reprime. We had to waste 5ml of the controlled hydromorphone due to the amount that ended up being in the line or that had been primed onto the floor. We primed a new line, and again, you cannot see if the fluid is in the line or not based on the thickness of the tubing itself. We were able to determine this time that the line was primed by going incredibly slow and waiting for the drip at the end. Seems like this will continue to cause some confusion/medication waste as there is no way to determine if the line is fully primed unless it drips from the line. There was patient involvement, but the outcome is unknown.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Root cause: the root cause for the reported issue that device had priming issue on pca was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by the customer that while attempting to prime the pca tubing using the prime function, the fluid is not visible in the tube, and it dropped on to the floor. There was no apparent fluid in the line - so we had to switch out lines and reprime. We had to waste 5ml of the controlled hydromorphone due to the amount that ended up being in the line or that had been primed onto the floor. We primed a new line, and again, you cannot see if the fluid is in the line or not based on the thickness of the tubing itself. We were able to determine this time that the line was primed by going incredibly slow and waiting for the drip at the end. Seems like this will continue to cause some confusion/medication waste as there is no way to determine if the line is fully primed unless it drips from the line. There was patient involvement, but the outcome is unknown.